Event description:
It was reported that during an implant attempt, the lead had unstable impedance which increased to 1500ohms. The lead was removed and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, blood was observed on the helix mechanism.